Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A director reported an incomplete side cut during a refractive procedure. An irregular flap edge was noted infratemporally. An irregular pattern was reported during cutting. Loose epithelium was reported on the inferotemporal edge of the flap. Flap was able to be lifted. Sharp point blade was used manually to complete the side. A thinner flap resulted. Post-operative flap thickness was not measured. Bandage contact lens was inserted one day post operatively. Issues have been reported to be resolved. There are multiple related reports for this facility. This report addresses the patient (B)(6) and other manufacturer reports will be filed.

Manufacturer narrative:
During a onsite visit after the reported event, the field service engineer (fse) was able to confirm test cuts were out of specifications. To fix this issue, the fse replaced the laser head, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a worn laser head, articulated arm and f-theta lens. (B)(4).

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: (B)(4).